Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 147 and 151mg/dl. The customer is comparing blood glucose results from blood test on (B)(6) 2016 at 06:49am fasting using truemetrix meter and alternate meter; received result of 148 mg/dl with truemetrix and 109 mg/dl with alternate meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 148mg/dl (B)(6) 2016 06:49 am fasting: yes. The 124mg/dl (B)(6) 2016 07:30 pm fasting: yes. The 264mg/dl (B)(6) 2016 08:43 pm fasting: yes. The 235mg/dl (B)(6) 2016 04:04 pm fasting: yes. The 285mg/dl (B)(6) 2016 10:10 pm fasting: yes. Customer always takes his blood test fasting.